Event description:
Boston scientific received information that an unknown implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with long charge times and high monitoring voltage; however, no exact measurements were provided. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.